Event description:
It was reported that following a routine device changeout for normal battery depletion (nbd), high out-of-range shock impedance measurements greater than 200 ohms were observed on the new implantable cardioverter defibrillator (ICD) and the chronic right ventricular (rv) lead. Impedance measurements were initially in-range when the chronic rv lead was connected to the new ICD, and then measurements began to rise. It was noted that impedance measurements with the old device were 86 ohms (shock) and 400 ohms (pace). The pocket was then reopened to explant and replace the newly implant ICD with this other ICD of the same model number. However, the out-of-range shock impedance measurements persisted with this second new ICD and the chronic rv lead. The physician left this second new ICD implanted with the chronic rv lead, and scheduled a lead revision for approximately two weeks later. The physician discussed removing this second new ICD during the upcoming lead revision due to battery longevity concerns while connected to the compromised rv lead. Additional information received reported that this second new ICD and the chronic rv lead were explanted and replaced. No additional adverse patient effects were reported. This second attempted ICD is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The local area field representative was contacted for additional information regarding product return status. If pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine device changeout for normal battery depletion (nbd), high out-of-range shock impedance measurements greater than 200 ohms were observed on the new implantable cardioverter defibrillator (ICD) and the chronic right ventricular (rv) lead. Impedance measurements were initially in-range when the chronic rv lead was connected to the new ICD, and then measurements began to rise. It was noted that impedance measurements with the old device were 86 ohms (shock) and 400 ohms (pace). The pocket was then reopened to explant and replace the newly implant ICD with this other ICD of the same model number. However, the out-of-range shock impedance measurements persisted with this second new ICD and the chronic rv lead. The physician left this second new ICD implanted with the chronic rv lead, and scheduled a lead revision for approximately two weeks later. The physician discussed removing this second new ICD during the upcoming lead revision due to battery longevity concerns while connected to the compromised rv lead. Additional information received reported that this second new ICD and the chronic rv lead were explanted and replaced. No additional adverse patient effects were reported. This second attempted ICD is expected to be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If pertinent information is provided in the future, a supplemental report will be issued.